Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after dinner while using the ilet system and expressed concern that the system delivered more insulin than usual, with review indicating a prior unannounced 17 g carbohydrate snack after a ¿less than¿ meal announcement that contributed to subsequent hyperglycemia followed by hypoglycemia. Symptoms included a measured glucose of 65 mg/dl without dizziness or loss of consciousness. Outcomes included self-treatment with 4 oz of orange juice, symptom resolution within approximately 15 minutes, receipt of device low glucose alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device reports and user history with education on correct and consistent meal announcements, including advising the user to announce any intake over 15 g of carbohydrates and to use 15 g carbohydrate corrections with 15-minute rechecks for lows. Investigation of this case revealed that the event was consistent with incorrect meal announcement and missed snack announcement leading to insulin mismatch and resultant low glucose, with the device functioning and alerting as designed. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically inconsistent meal and snack announcements, were the most probable cause.